Event description:
It was reported that a patient was revised approximately five years and nine months post implantation due to instability. There is no additional information available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00699. D10-medical product: vngd ant stblzd brg 20x75, item# 189090, lot# 072710. Bmt splined knee stm v2 13x160, item# 148327, lot# 600100. Vg 360 dst fm ag 70x10 rl/lm, item# 185386, lot# 66059614. Vg 360 dst fm ag 70x10 ll/rm, item# 185406, lot# 66044535. Vg 360 univ pst fm aug 70x5, item# 185346, lot# 66303815. Vngd ssk psc tib brg 16x71/75, item# 183886, lot# 66280240. Biomet tibial locking bar, item# 141205, lot# 66177055. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or no photographs were provided; therefore, visual and dimensional evaluations could not be performed. X-ray review by mmi states that left total knee arthroplasty with large polyethylene liner but otherwise no abnormality seen. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause cannot be determined. This complaint cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.